Manufacturer narrative:
Pump immediately alarmed a pump error 38 alarm during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. The pump passed the self test. All buttons were tested for their functionality and all passed. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. Pump alarmed pump error 38 alarms on the event date of 12-may-2024 at 09:13:31.000 to 12:31:30.000. Pump was cut open to perform visual inspection and found dried insulin on the motor slide and moisture damage on the motor home switch. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case (battery tube), and corroded battery tube. Keypad unresponsive was not confirmed during testing. Pump error 38 was confirmed during testing due to moisture damage on the motor home switch. Moisture damage was confirmed found on the battery tube and moisture damage on the motor home switch, and dried insulin on the motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, and pump error 38. The customer reported no adverse events. The event involved product(s) mmt-1712kl. The troubleshooting was performed, the issue was unresolved, and the pump has not been exposed to altitude change. No harm requiring medical intervention was reported. The product return status for mmt-1712kl is unknown.